Event description:
Patient came in for a breast biopsy. A hologic sertera was opened and used. The device was placed into the patient's breast and a single sample was captured, but a small piece broke off of the device while the radiologist was retrieving the sample out of the device. At this point, the ultrasound technologist then opened a second sertera device and another sample was successfully obtained. The biopsy was then completed. Sertera: lot # e24c07rbref # sertera-12